Event description:
It is reported that the metal locking ring would not engage/lock on poly liner. The poly liner was implanted. The metal locking ring was cut and discarded. Surgery was prolonged by 30 minutes.

Manufacturer narrative:
Eval summary: as indicated, the reinforcing ring was destroyed in the removal process and therefore was not returned. Further, no x-rays, operative reports, photographs or pt data were provided to facilitate the investigation. The package insert for this liner states, "assemble the reinforcing ring on the constrained acetabular liner only once. If the device is not assembled correctly, it should be removed and replaced with a new liner and reinforcing ring." This would have been the preferred course of action in this case. The package insert additionally states, "do not implant the trilogy constrained liner without the reinforcing ring assembled. The ring provides add'l constraining of the polyethylene liner with femoral head capture." Based on the evidence, the exact cause for the lack of "lock" felt by the surgeon cannot be determined. It is possible that the damage occurred to the polyethylene and/or the retaining ring during the initial assembly that then prevented the lock from occurring on subsequent attempts. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation. The need for corrective action is not indicated.